Event description:
I had the infuse implanted during my spinal surgery - this has caused me many problems - including pain, the need to undergo a revision surgery - and I'm constantly worried things will never get better.